Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during initial drain on a homechoice (hc) machine. The hp was connected and in initial drain when the leak was noticed. The technical services representative (tsr) assisted the hp in ending therapy. The hp was to start over with new supplies. During follow-up, it was found that the caregiver (cg) had clamped the line too tightly and made a hole in it. The hole in the line of the cassette was the site of the leak. The cg also said that the hp was able to perform therapy later without difficulties. No patient injury or medical intervention was indicated in association with this report. No additional information is available.